Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 47 mg/dl. Reportedly, the customer did not receive accurate continuous glucose monitor readings from a non-tandem sensor. Customer's neighbor assisted in administering "intravenous treatment" to address blood glucose level. Recommendation was made to consult with healthcare provider regarding diabetes management.